Event description:
Customer reported that an area of the insulin pump casing was hanging off and that wires were visible. She stated that she pushed the piece back in but that it was still loose. The blood glucose reading was 471 mg/dl. She stated that the blood glucose reading was low that morning and that she treated with food and that was why the blood glucose had gone high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a detached end cap noted. The insulin pump was received unit with bleeding lcd screen, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.